Event description:
An implantable pulse generator (ipg) was returned from a competitor with no information. Information identified in the manufacturer's data base indicated the patient died approximately six months post implant of the ipg. Further follow up did not yet yield any additional relevant information regarding the event. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.